Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the spatula portion of the tip to have broken off. The missing piece is roughly .125" x .090". The location of breakage appears to be where the formed spatula transitions into a flattened spatula shape. This is likely a stress concentration area. The break plane has a slight curvature towards one side, suggesting overloading occurred on the side of the spatula opposite the curvature. The ceramic sleeve has a scratch on the same side where the overloading may have occurred. Engineering concluded that it is possible the spatula was overloaded as a result of a severe instrument collision. Electrical continuity passed. No other damage found. The site did not indicate whether the fragmented component was retrieved from the patient. Attempts have been made to obtain add'l info without success. A follow-up MDR will be submitted if add'l info is received.

Event description:
It was reported that during a da vinci s procedure a part of the jaw of the permanent cautery spatula instrument broke off and fell into the patient. The procedure was successfully completed. No add'l info was provided. No patient harm, adverse outcome or injury was reported.